Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item # 00434901013 lot# 62977277 humeral stem 10 mm stem diameter 130 mm stem length. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00434903611, tm reverse glenoid head, 62997268; 00434901013, tm reverse stem, unknown; 00434902502, tm reverse long post glenoid, 62430744; 00434903600, tm revrs hum poly liner/inlay, 62946427; 0104223030, invers/revers scr syst 4.5-30, 2783786; 0104223030, invers/revers scr syst 4.5-30, 2798845; 00-1113-140-01, palacos rg 1x40 single, 78174381; synthes, tendeur p/colon vtbe d 7 l 305, 207632; 0104223033, invers/revers scr syst 4.5-33, 2793451. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06579, 0001822565 - 2017 - 06581, 0001822565 - 2017 - 06582, 0001822565 - 2017 - 06583. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left shoulder revision and continued to experience range of motion issues, pain, and swelling. Subsequently, the patient was revised with competitor products. The patient reported that the shoulder was having trouble supporting the implants because of bone loss during previous revision. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.